Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 469 mg/dl. The customer treated her blood glucose level with the insulin pump. The customer's blood glucose level was high due to a procedure she had done in the hospital the day before. She declined troubleshooting. The device was not returned.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.